Event description:
Customer reported experiencing a cartridge alarm 20, which did not have an adverse impact on their blood glucose level. The pump was within warranty, and as a result, tandem technical support decided to replace it with one that has updated software. The customer opted for mdi as a backup therapy to ensure insulin delivery was not interrupted. Support provided instructions on how to store the old pump and arranged for it to be returned using a pre-paid label. The customer was informed about the steps to take upon receiving the replacement pump and requested a signature upon delivery.